Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they are questioning the accuracy of the clinical audit trail and whether an abp alarm sounded appropriately. There is patient involvement. See bedside complaint MDR report # 9610816-2017-00392 for the death.